Event description:
It was reported that during the implant procedure, low pacing lead impedance was observed. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation: analysis was normal. No anomaly was found.